Event description:
The account alleged the side rail is not locking. No pt impact.

Manufacturer narrative:
The technician found the side rail had dry fluids in the latching mechanism. The technician cleaned and lubricated the side rail latch assembly to resolve the issue.